Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 3 years post implantation, the patient has been experiencing pain, instability, internal pinching sensation and a cold feeling down his lower left extremity. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that patient underwent left total knee arthroplasty (B)(6) 2016 and subsequently is experiencing pain, instability, an internal pinching sensation and a feeling that something cold is running through his knee.